Event description:
The customer stated that he was hospitalized for blood glucose levels above 1200 mg/dl. Prior to the event, the insulin pump gave a no delivery alarm, but the customer stated that there were no beeps or vibrations. The customer stated that he was found nearly unconscious by the state troopers. The customer stated that he is a triathlete, and pushes his body to tremendous lengths. The customer felt uncomfortable with the insulin pump, and it was replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.